Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and a foreign material issue occurred. It was reported that during the procedure the pentaray nav high-density mapping eco catheter was inserted into the left atrium and they noticed on the intracardiac echo (ice) something was off and pulled the catheter out of the body. No resistance was felt during insertion or withdrawal. Pentaray had a "stringy piece of glue¿ hanging off it. Electrodes 9-10 were flattened. No internal components were observed exposed. The catheter was replaced, and the procedure continued without further issues. No patient consequence was reported.

Manufacturer narrative:
It was reported that during the procedure the pentaray nav high-density mapping eco catheter was inserted into the left atrium and they noticed on the intracardiac echo (ice) something was off and pulled the catheter out of the body. No resistance was felt during insertion or withdrawal. Pentaray had a "stringy piece of glue¿ hanging off it. Electrodes 9-10 were flattened. No internal components were observed exposed. The catheter was replaced, and the procedure continued without further issues. No patient consequence was reported. Device evaluation details: on (B)(6) 2021, the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and outer diameter measurements tests of the returned device. Visual analysis of the returned product revealed damaged rings and a white thread around the spines area. A lifted electrode was found with foreign white material underneath the electrode. Polyurethane (pu) was observed at the margins of a lifted electrode indicating the product was manufactured according to specifications. A fourier transform infrared spectroscopy test (ftir) was performed on the foreign material and the results showed that the particle is composed of a polytetrafluoroethylene ptfe, however, source of origin remains unknown. The ftir results were reviewed and determined the foreign material issue continues to be deemed MDR reportable. The root cause of electrode damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure. The root cause of the polytetrafluoroethylene under the electrode ring could be related to the handling of the catheter during procedure, however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The product¿s instructions for use (IFU) contains the following warning: do not introduce the pentaray® navcatheter into a guiding sheath with its distal spines folded backwards (i.e., toward the handle). Collapse the spines together using the insertion tube prior to insertion. The pentaray® navcatheter is recommended for use with an 8f guiding sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)